Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported issue of clip failed to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and the clip was not returned. The control wire was separated per design. A kink was noted in the control wire and the coil. The over sheath was accordioned. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip would not release from the catheter to deploy. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip would not release from the catheter to deploy. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.